Manufacturer narrative:
The device has not yet been returned for eval.

Event description:
Complaint report was received with the following text: right ventricle lead and atrial lead were implanted without complications. Left ventricle lead implant was difficult due to presence of vieussens' valve in coronary sinus. The valve was overcome by means of a medium courier guidewire. The quartet lead and the cps aim were gently pushed over the guidewire beyond the valve. A lateral vein was then subselected with the guidewire, and the lead was pushed over the guide to the target position. The guidewire was then removed without any resistance but a distal part of about 2 cm remained in the vessel. The guidewire stump seemed to be fixed alongside the distal part of the lead. The physician decided to leave the lead and the guide stump in the vessel. Cps aim and direct were slitted without problems. At the end of the procedure all the electrical measures were in range in all pacing configurations.